Event description:
Healthcare professional reported right side rupture. The device was explanted.

Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number 9617229-2023-19974. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, opening assessed as surgical damage. As per the investigation procedure crease fold and wear abrasion were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.